Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr did not find any leaks on the ventilator. The ventilator passed the patient circuit calibration and performance check correctly. The fsr performed the driver displacement indicator (ddi) calibration and ran the ventilator to verify that the device maintained the settings correctly. The device meets manufacturer's specifications.

Event description:
The customer reported that the ventilator was not holding pressure, while in use on a patient. The customer replaced the patient circuit two times, but the issue was not corrected. There was no patient harm associated with this issue. The ventilator was exchanged for another ventilator.